Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During the preparation of video digest, a coagulation phenomenon on the lcbs at the end of the procedure, the image is horrible because it is like a red filter. Lcb deposit which occurred during the end of the procedure and without patient injury. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: event that occurred is dark image. Based on the investigation, a potential root cause of this failure is blood got on the cover glass of the fiber bundle at the tip, and the heat of the light caused the blood to clot. Residue (clotted blood) on the cover glass can cause the heat energy of the light to build up, resulting in a hot tip and possible irritation. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. As a result of the trend analysis, the <impossible / difficult to operate> category exceeded the upper control limit. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 23-may-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 12-apr-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.